Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's light cable adaptor fell off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The light guide adaptor was broke off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the light guide adaptor was broke off. The cause of the broken off light guide adaptor was not established however excessive force due to an impact or a fall may have contributed to the reported event. Olympus will continue to monitor field performance for this device.